Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device maintenance records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement. Date of event: unknown. (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken as activity and repair. The device has been serviced and functional testing has been performed in accordance with the service manual. During the pre-repair diagnostic assessment the service technician identified the following failure code as motor seized, rough running, defect; the motor draws 3 amps. The service technician identified the probable root cause as normal wear. The device repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device colibri runs irregularly and is noisy. This report is 1 of 1 for (B)(4).